Event description:
Fill volume: 750 ml. Flow rate: not applicable, not used on a patient. Procedure: not applicable. Cathplace: not applicable. It was reported by a distributor that a pump had a defective internal bladder. The pharmacy tech heard a "pop" while filling the pump. This pump was not administered to a patient.

Manufacturer narrative:
A visual inspection was performed on the suspect device. The pump was drained and refilled to the max fill volume of 750 ml. Destructive analysis was performed, the pvc bag was cut open to examine the inner bladder. Photographic images were taken and a review of the device history record (DHR) was conducted for the lot number reported. The popping sound could not be replicated. The pump felt softer than usual. During the sample eval and destructive analysis the visual observation found that the outer latex bladder was still fully intact the outer layer was cut and it was observed that the inner bladders were split open. Further investigation was performed and foreign particles were observed at the latex bladder. The on-q pump is manufactured with multiple layers. The outer layer of the pumping chamber is composed of (B)(4). This (B)(4) layer is prevented from contacting humans by two other layers. The inner layer contacts the fluid pathway and prevents contact with the (B)(4) layer. When the suspect device was received and analyzed, the observation found that this layer was split, thus allowing the latex to be exposed to the fluid path. The pump was sent for further analysis. The investigation and eval are ongoing, once completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.